Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data conclusion code: changed to 4315 for initial MDR. Previous code not applicable. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, micl12.6, -10.00 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem.